Event description:
It was reported that this recently implanted right ventricular (rv) lead exhibited amplitude out of range less than 3mv (millivolts). The r wave range since implant has been 5mv to 11mv. The sensitivity is fixed at 2.5mv. The stored electrograms (egms) show no undersensing observed. The rv threshold has increased since implant from 0.7v (volts) to 2.8v. It was recommended to have a lead review with a programmer session. This alert will not retrigger until the device is interrogated with a programmer. The lead and device remain in service. No adverse patient effects were reported. Additional information advised the presenting egm shows intermittent ventricular undersensing. Both functional undersensing and one beat of true loss of capture (loc) were observed. It was also noted the most recent right ventricular automatic threshold (rvat) test yesterday was not accurate at 1.6v due to the ventricular undersensing and loc. Further review was recommended. The lead and device remain in service. No adverse patient effects were reported.